Manufacturer narrative:
No device will be returned. The event is reported from a study. Investigation pending.

Event description:
On 14 may 2008, abbott spine became aware of the following event. The pt was involved in a study. In 2004, the pt underwent a minimally invasive procedure l5-s1. On an unk date, the pt experienced increased pain. On an unk date, the pain resolved. The reporting healthcare professional believed the increase in pain was not related to pathfinder. There was no planned revision surgery. There is no further info available.